Event description:
During ablation procedure, first 7 act-lr results with hemochron elite system reported were expected. The 8th act-lr result 101 seconds, repeat 301 seconds. Subsequent act-lr results >400 seconds. Repeat act-lr result of 293 seconds with a different hemochron elite system. Post procedure, hemochron elite / act-lr system >400 seconds vs another hemochron elite / act-lr system 190 seconds. No report of adverse event, serious injury or intervention.

Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation pending additional information from consumer